Event description:
Pt's parent reported that the pt's curlin pump is alerting "system timeout". Pt's parent reports the pt's infusion will be done via gravity. No adverse events or missed doses were reported due to the pump issue. Device serial number was not provided. Pump is available for return upon the pt receiving return shipping materials. Pt is infusing 30gm/300ml gammaplex 10% made up of 2-10gm/100ml vials and 2-5gm/50ml vials. No additional details, dates, or information provided. Diagnosis for use: other encephalitis and encephalomyelitis.